Event description:
The reporter stated that they did meter to hcp meter comparison tests, back to back, at the doctor's office. Rptr's meter reading was 60 mg/dl, and the doctor's (type unknown) was 136 mg/dl. Rptr did not have any symptoms. A control test was high, out of range. The rptr stated that rptr checks the confirmation dot for enough blood. No harm was alleged.